Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the mid right coronary artery with one bare metal stent and one promus 3.0 x 23 mm stent. On (B)(6) 2010, angiography revealed thrombosis in the promus stent. The patient was re-hospitalized and underwent percutaneous coronary revascularization. The patient's condition resolved and the patient was discharged on (B)(6) 2010. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported myocardial infarction and angina are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported thrombosis is listed in the promus instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch report, it was learned that the patient also experienced a st elevation myocardial infarction on (B)(6) 2010. An unspecified drug eluting stent was performed for revascularization. On (B)(6) 2011, the patient was started on aspirin. On (B)(6) 2011, the patient was hospitalized with atypical chest pain which was treated with glyceryl trinitrate (gtn). The troponin levels were negative. On (B)(6) 2011, ECG showed q waves inferiorly as well as t wave inversion (old changes). A coronary angiography was performed on (B)(6) 2011, revealing that the stent was widely patent and that no intervention was required. The event resolved on (B)(6) 2011 and the patient was discharged on (B)(6) 2011 with recommendations to start proton pump inhibitors. In the physician's opinion, the event of hospitalization due to atypical chest pain (chest pain) was not related to the study device, study medication or study procedure. There was no additional information provided.